Event description:
During a hip resurfacing procedure, the guide wire broke inside the patient's femoral head and became unretrievable. The surgeon decided to change to a total hip replacement procedure and removed the patient's femoral head (bone), and implanted a competitor's hip system instead. Surgery time was extended 31-60 minutes.